Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Probable causes were likely due to the following. (1): reprocessing could not be performed properly because the nozzle was clogged, and this may be the reason why there was a foreign material on the forceps elevator. However, it was undetermined why the nozzle was clogged. (2): acoustic lens might have been damaged due to the similar reason as other damages. It was undetermined if the damage was caused by stress, handling, or other issues. Facts per the investigation: due to clogging of nozzle, water removal ability did not meet the standard value. Acoustic lens was damaged. Damage on the bending section cover was found as well as the phenomena pointed out. Unable to determine if damages were caused by stress or handling. As a result of checking the manufacturing history, the subject device was shipped without abnormality in manufacturing. Complaint history review: there was no similar complaint at the same facility. Similar complaints from other facilities were patient identifiers (B)(6). The instructions for use (IFU) provides the following guidelines: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the damaged ultrasound probe cover was not confirmed. The issue of the low angulation was confirmed. The angle wires were stretched. The adhesive on the bending section cover was detached. The connecting tube had a buckling. The suction cylinder had a dent. The scope connector and distal end had a scratch. Due to clogging of the nozzle, water removal ability did not meet the standard value. The light guide bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the ultrasound probe sheath cover on the evis exera ii ultrasound gastrovideoscope was damaged, and the angulation was low. The issues were detected during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing and the acoustic lens had a scratch that reached to the glue layer. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient or incorrect reprocessing and the acoustic lens had a scratch that reached to the glue layer noted at estimation.